Manufacturer narrative:
Additional information was received on 3/26/2018. The event date has been updated. The patient was stated to have had an infection in addition to deflation. The right prosthesis was explanted on (B)(6) 2018. The contralateral prosthesis was explanted on (B)(6) 2018. Concomitant medical products: 525cc saline prosthesis, catalog #3501685, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent breast augmentation with a mentor smooth round moderate profile 525cc saline prosthesis and experienced deflation post procedure. At the time of this report, mentor has received no information regarding explant date; however, it is indicated that bilateral prosthesis replacement (possibly with unspecified gel implants) is planned.

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/22/2018. Device evaluation summary: it was reported that a (B)(6)-year-old hispanic female patient underwent breast augmentation with a mentor smooth round moderate profile 525cc saline prosthesis and experienced deflation post procedure. The patient was stated to have had an infection in addition to deflation. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered an area of missing material measuring approximately 4.5 cm x 5.5 cm on the anterior aspect, and a rent measured approximately 1.5 cm on the same view as well. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint of rupture was confirmed since a rupture was found on the device. A root cause failure analysis will not be conducted, since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Per a database query, this is the only reported complaint of infection against lot number 5754897. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. The product evaluation team concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).